Event description:
The customer reported seeking medical attention at the emergency room due to his high blood glucose of 504mg/dl. Troubleshooting was performed. The caller stated that numbers were ramping on their own, and the buttons were unresponsive. The customer stated that the time on the device was advancing. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces. However, the insulin pump passed functional testing including the displacement, rewind, basic occlusion, and occlusion tests. All buttons functioned properly.